Event description:
The device was returned to the service center with a report from the customer contact that the device was rec'd in the biomedical department with an unsigned note stating, "broken" and that e302 (blacklight failure) was noted. These are not reportable malfunctions. However, during verification testing at the service center, it was noted that the device door roller was broken off.

Manufacturer narrative:
During testing, it was noted that the device door roller was broken off. The device has been identified as part of a product recall. The customer contact's reported e302 (backlight failure) was duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.